Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it didn't exceed 500 mg/dl. The customer contacted technical support, who provided instructions to reset the pump, but the malfunction persisted. Consequently, technical support arranged for the pump's replacement. A backup therapy of multiple daily injections (mdi) was recommended to ensure continuous insulin delivery. The replacement pump, equipped with updated software, was dispatched, and customer training was made available through the tandem source account. The customer was informed of the necessary steps for returning the faulty pump, which included instructions to put it into storage mode and return it via ups using a provided return box and prepaid label.